Event description:
Nearly choked [choking]. Oral-b head came apart in mouth [device breakage]. Case description: a male consumer reported that while using an oral-b rechargeable toothbrush, version unk, the oral-b dualaction brushhead came apart in his mouth and he nearly choked. He spat out the prod. He stated the prod was a few months old, and it was the last brush head in the packet. The case outcome was recovered. No further info was provided.

Manufacturer narrative:
Reporter returned 1 toothbrush head. Eval in progress.